Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 794mg/dl and "acute kidney injury (aki)"; cause was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, insulin, and "d5". Customer was discharged 2 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.